Manufacturer narrative:
"Investigation summary: "1.DHR review: the complaint gauge is 24g,assembly at auto line 3 in (B)(6) 2021, lot quantity is (B)(4)k. Review the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. Review the production record and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities. Description of complaint information: when pulling out the needle, the catheter of the indwelling needle was found to be broken, with only a small amount of residual. Later, the broken part was found on the hospital bed. No actual sample and picture were returned, so the specific position and state of the catheter fracture could not be confirmed. Check incoming inspection records of catheter, no abnormality was observed. (The catheter for production of this batch is panel material, material number: b5171aaal, batch number: 0077086/9224919/0037316/0238558). Check the catheter pull force for 2pcs of this lot, no found any abnormal, all above the spec(3n). No same complaint was received from the complaint lot. Conclusion(s): no defective sample returned, and no abnormal found on process, during the period use condition was unknown, the root cause of the catheter broken could not be determined."

Event description:
It was reported that a intima-ii 24gax0.75in prn slm had the catheter break during use. The following was reported by the initial reporter: "the patient was admitted to the hospital on (B)(6) 2021, and on (B)(6), the closed intravenous indwelling needle was removed according to the doctor's advice, and the patient was ready for discharge. When the nurse went to the bedside to pull out the needle, she found that the venous catheter tube of the closed venous indwelling needle was broken, and there was only a small amount of residual needle. After examination, no indwelling needle was found in the body of the child, and the residual stump was found on the bed. No special treatment. The incident poses a medical risk and increases medical costs. There was no combination of instruments in this event."